Event description:
According to the reporter, during a procedure, while in the abdomen, the suture popped off and broke off. The broken piece was unable to be located. The x-ray was negative for foreign object.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.